Event description:
False negative result. Customer stated " took test, was negative for all. Went to ER 2 days later to find out I was positive for flu a. $1,080 hosipital bill, thank god for insurance. I question the doctor about the test and he said it could be that I didn't have enough pathogens to show I was sick, but I definitely was sick. I will never buy one of these again.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.